Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump screen became frozen on the "detecting insulin" notification and the customer was unable to clear the notification. During the call with tandem technical support, the notification was able to be cleared. In addition, it was reported that when the customer reloaded the same cartridge to complete the load process the pump requested a minimum of 50 units. The customer stated that a new cartridge would be loaded once home and declined to troubleshoot with tandem technical support. There was no impact to the customers blood glucose level.